Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After a 6fr non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 2.5x12 nc balloon catheter. Following pre-dilation, a 32 x 3.50mm promus premier select drug-eluting stent was advanced for treatment but the stent couldn't be tracked because of the calcium, so the physician pre-dilated the lesion once again with the same 2.5mm nc balloon. However, when he took the stent, the stent struts were found to be damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After a 6fr non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 2.5x12 nc balloon catheter. Following pre-dilation, a 32 x 3.50mm promus premier select drug-eluting stent was advanced for treatment but the stent couldn't be tracked because of the calcium, so the physician pre-dilated the lesion once again with the same 2.5mm nc balloon. However, when he took the stent, the stent struts were found to be damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 90% stenosed, mildly tortuous and moderately calcified. Additionally, the target lesion was pre-dilated leaving 70% residual stenosis.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by MFR. : promus premier select ous mr 32 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured, and the measurement was the maximum crimped stent profile specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple kinks along the length. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were noted.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After a 6fr non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 2.5x12 nc balloon catheter. Following pre-dilation, a 32 x 3.50mm promus premier select drug-eluting stent was advanced for treatment but the stent couldn't be tracked because of the calcium, so the physician pre-dilated the lesion once again with the same 2.5mm nc balloon. However, when he took the stent, the stent struts were found to be damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 90% stenosed, mildly tortuous and moderately calcified. Additionally, the target lesion was pre-dilated leaving 70% residual stenosis.